Event description:
Boston scientific crm received information that this ventricular lead experienced high thresholds of 6.5v at 1.0ms both in unipolar and bipolar configurations. The lead was explanted and successfully replaced.